Event description:
It was reported that the pulse generator could not be interrogated while in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.